Manufacturer narrative:
(B)(4). The device was serviced by a technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the f-35 alarm was determined to be a damaged front panel. In order to correct the condition, the front membrane panel was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up report will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-35 alarm. No additional information is available.